Event description:
It was reported that within a day of implant, upon interrogation the device had prematurely reached recommend replacement time (rrt). The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The device was returned and analyzed. No anomalies were found. We also received performance data collected from the device and have analyzed the data. Battery depletion/eri (elective replacement indicator) was indicated. The device reached eri on (B)(6) 2012 prior to implant. The eri appears to have been activated prior to implant.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The device was returned and analyzed. No anomalies were found. We also received performance data collected from the device and have analyzed the data. Battery depletion/eri (elective replacement indicator) was indicated. The device reached eri on (B)(4) 2012 prior to implant. The eri appears to have been activated prior to implant. It was noted there was a possible cold storage elective replacement indicator (eri).